Event description:
Radiesse+ was injected (B)(6) 2025. Follow-up on (B)(6) 2025 showed a hard lump but was thought to be product not yet distributed. In (B)(6), hard sub dermal lumps appeared and have continued to increase with approximately 20 now. I am undergoing series of injections of cortisone and saline (per merz...manufacturer) in attempt to quiet reaction. I have had radiesse (without lidocaine) before with absolutely no reaction and, before injecting radiesse+ (contains lidocaine) my doctor confirmed with merz that nowhere in the lidocaine are any preservatives (I am allergic to many). Company still denies presence of any preservatives and denies responsibility saying "I think it's best to speak to your provider on how this reaction occurred. We unfortunately cannot speak to what would cause a reaction, if any." Meanwhile, I am undergoing multiple rounds of numerous injections and guessing what it might be that caused it. I have found several reported cases of this on the internet yet merz seems to deny issue and problems it is causing.